Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-10895 and 2134265-2016-11613. It was reported pericardial effusion with tamponade occurred. The patient underwent a pulmonary vein ablation procedure and after the ablation, a small pericardial effusion (7mm) was noticed on the echocardiogram. The echocardiogram physician believed it to be fat, not a pericardial effusion. Therefore, they began the left atrial appendage (laa) closure procedure. A 24mm watchman ® laa closure device and delivery system was advanced through a watchman ® access system. The closure device was deployed, but it was too compressed and did not pass the tug test, so it was fully recaptured and removed. A 21mm watchman ® laa closure device and delivery system was advanced and deployed successfully at the ostium of the laa. It was released and the procedure was completed. The echocardiogram physician confirmed there was no pericardial effusion at the end of the procedure. However, six hours post procedure, the patient presented with a pericardial effusion with tamponade. Surgical intervention was required and the patient is currently stable.